Event description:
During a colonscopy to remove a polyp using a snare, an injury (i.e., perforation) occurred. The dr believed that the system was in the endocut mode, but when the unit was activated it acted like pure cut. The polyp fell off and a hole was seen in the colon. Surgical intervention was performed to repair the damage and the pt was given antibiotics. The pt was discharged 6 days later and doing well.